Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026, the patient reported waking at approximately 5:30 am at the end of his bed, sweating, and sensing that his blood glucose was low. He stated that he could hear his phone beeping but was unsure what his cgm was displaying at that time. The patient then lost consciousness and later regained consciousness around 8:30 am, feeling disoriented and sweaty. Upon checking his values, his cgm displayed 235 mg/dl, while a bg meter reading showed 55 mg/dl. He self-treated the hypoglycemia by consuming sugar. The patient reported that he did not begin feeling better until approximately 10:00 am, at which point he was able to prepare for work. At the time of the interaction, the patient stated he was feeling fine. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.